Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates that on (B)(6) 2011 at 1016, line a was programmed to deliver at a rate of 999ml/hr, with a vtbi (volume to be infused) of 999ml, for a duration of 1 hour, and the delivery was started. At 1018, the device alarmed with n186 distal occlusion. At 1020, the device alarmed with n101 no action alarm. At 1027, the device alarmed n102 infuser idle 2 minutes, and at 1030, the device was turned off. A review of the device history does not indicate any programming on line b for the reported event date. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical engineering department with an unsigned note that stated, "not pump medication." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.